Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. A ceramic head and fractured ceramic liner were received and were sent for further analysis to the r&d department who reported that the ceramic head shows large regions of metal transfer on the bearing surface which suggests articulation of the component against the metallic acetabular shell after liner fracture. Review of the large fragments of the fractured liner shows metal transfer marks, likely from contact with the acetabular shell and from contact with instruments during removal. The root cause of the liner fracture cannot be confirmed with the available information. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial hip arthroplasty and approximately 2 months later a revision surgery was performed due to the fracture of the ceramic liner. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10 - medical devices: delta ceramic fem hd 36/0mm; item# 650-0661; lot# 3159458. G2 - foreign: the united kingdom. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.